Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. Blood was present on the device and within its lumens indicating patient contact. All deployable components were in their pre-deployed, locked positions, except for the suture which presented slack in the material where the suture is attached to the needle tips. This indicated partial deployment of the needles and the needles backed down to the pre-deployed positions. There was no detected damage to any component of the device. During testing, the needles and suture were deployed and the needles presented themselves through the hub of the device without any detected resistance. The device was disassembled and the internal components were examined. There was no detected damage or anomaly that may have contributed to the reported resistance encountered during needle and suture deployment. It could not be determined what may have caused the reported inability of the needles and suture to be deployed. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted to perform pre-closure placement of the sutures in the common femoral artery prior to a cardiac valve positioning procedure. Reportedly, resistance was felt when attempting to deploy the needles and they could not be released. The device was removed and a second prostar xl was used to complete the procedure. There was no reported adverse patient sequelae. Though requested, no additional information was provided.